Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was ripped out. Customer's blood glucose range from 110-150 mg/dl. A cartridge change was performed to resolve the issue.